Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 15462131. Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: a45874. Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: a22093/a38283. Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Serial: na. Batch: 15418723.

Event description:
It was reported that the patient developed an infection at the ipg site, unknow if the infection was device or procedure related. The patient was given antibiotics. The patient was doing well postoperatively. The explanted device components were discarded per facility policy.